Manufacturer narrative:
Updated a1 to (B)(6). Corrected d1 to mayfield infinity skull clamp, updated d2 to skull clamps and headrest systems, and corrected d4 to a1114 and serial number (B)(6).

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The locking mechanism was difficult to lock, had both rotational and lateral movement, and a buildup of residue was present. New components were added to replace the worn internal parts. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1018 mayfield swivel adapter for service and repair because the locking mechanism on the pin side is extremely stiff.